Event description:
It was reported by the customer that their insulin pump's belt clip was broken. Customer's blood glucose level was 109 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Unit received with blank display due to missing battery tube spring. Pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.